Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v279269, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v285199, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4)

Event description:
It was reported there was a short circuit on combination 0<(>&<)>1 of <(><<)>50 ohms on both the left and right generators prior to replacement surgery. The short circuit was discovered at the time of replacement surgery. There were no side effects as a result of the short and it did not impact his therapeutic settings. No interventions were taken. Both of the generators had been replaced due to normal battery depletion. After replacement, the short circuits were present in both systems but with no impact on the patient's therapeutic settings. Additional information received one week later reported the short existed prior to replacement surgery and the short circuits remained on the 2 new implantable neurostimulator (ins) devices. Please see manufacturer report #3004209178-2015-13852 for information on the patient's concomitant system.